Event description:
A nurse reported that knives were noted to be dull when opened with no procedure or patient involvement. Alternate knives were obtained in order to begin the procedures. Additional information has been confirmed to not be available. This is the third of four reports for this facility.

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. No additional event information can be anticipated. (B)(4).